Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence multiple times while connected to the site. The customer's blood glucose decreased to 37 mg/dl. Customer consumed glucose gel, a quarter cup of maple syrup then used inhalable glucagon to address the bg level. It was reported that the customer went to the emergency room (ER) and was treated with treated with intravenous fluids of saline, 10% glucose, magnesium and potassium. Treatment did not fully resolve the bg level and the customer continues to require glucose and observation to keep at a desirable level. Customer has not yet been released. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.